Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to be hospitalized and the hospital lost her battery cap and transmitter. Customer's blood glucose was 400 mg/dl and was treated with a bolus delivery. Battery cap would be replaced per previous call. No further information provided.